Manufacturer narrative:
Medwatch sent to FDA on 10/06/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of abscess like excrescence, leakage, "dint", and "fat necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of abscess like excrescence, leakage, "dint", and "fat necrosis" as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: poor efficiency or poor filling/restoration effect. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected with unspecified juvederm voluma. Three months later patient developed an "abscess like excrescence." Patient "went to an MRI-examination on [their] own." Shortly afterward 4ml of liquid "sterile from the area" leaked because the patient has a "dint." The physician wonders if after injection a "fat necrosis" can occur. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). The events of swelling, hematoma, redness, and pus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of swelling, hematoma, redness, and pus as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ haematomas."

Event description:
Additional information provided by healthcare professional indicates patient was injected to both cheeks with juvéderm® voluma¿ with lidocaine. Two days later patient developed swelling at the right cheek that was "probably hematoma." The symptoms decreased during the next two weeks. The next month patient was noted to have local redness "just like abscess." An MRI was performed and "4 cl liquid" was found. The next day patient underwent lancing of the abscess and "about 5 cl pus" was found. Additionally a smear test was performed with negative results. There is a suspicion of fat necrosis in the right cheek. The event was noted to have caused permanent damage.